Manufacturer narrative:
Multiple attempts have been made on 13sep2024, 27sep2024, and 21oct2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a blower stalled error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the blower was not spinning and was getting occlusion alarms. It was recommended to replace the blower assembly then the motor controller (mc) printed circuit board assembly (pcba) to resolve issue. The rse provided parts ID for the replacements. The investigation is ongoing.